Event description:
Pt had epidural catheter inserted during surgery 8/10, for post-op pain management. When nurse removed epidural catheter she found catheter lying on dressing with catheter tip missing. X-ray noted tip in soft tissue. Removed 8/17/94.